Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. The customer reverted to an alternate method of insulin therapy.